Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. Root cause description: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system disconnects from the holder. The report is as follows, "not sure if you got the background on this. We have had a few joint patient safety reports opened from the clinics on the bd nexiva close IV catheter system ¿ dual port. The reference number is 383536. The size is 20 ga 1.00 in. The issue is that the tubing becomes disconnected from the holder. Have you had issues or complaints from any other facilities?"